Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) delivery catheter exhibited activation failure, and its tether did not deploy. Upon fixation of the rvlp, it was found that it separated prematurely from the delivery catheter. The rvlp remained implanted. It was also noted that saline was not flushed thoroughly within the delivery catheter, and it was suspected that there was an improper docking problem of the rvlp on the delivery catheter. Patient condition was stable.